Manufacturer narrative:
Patient age the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent shortening occurred. A 6x60x75 eluvia¿ drug-eluting vascular stent system was selected for a leg angioplasty and stent procedure in the proximal superficial femoral artery (sfa). The target lesion was pre-dilated, but had a flow limiting dissection. The stent was advanced to the target site in the distal to deep femoral artery over a .035 non-bsc guidewire. The stent was slowly deployed. The physician noted that the system was moving forward when beginning to deploy, so the physician stabilized the system further. The physician ensured that the outer blue shaft was engaged with the non-bsc 6f sheath and that the system was straight, removing slack. The stent was deployed nominally, but very clearly shortened. The stent measured about 4.5 to 5 cm instead of 6 cm. Another 6x40x75 eluvia stent was deployed proximally to cover the target lesion with no issues. There were no patient complications reported and the patient's status was stable post procedure.